Manufacturer narrative:
Complaint allegation is confirmed by the attached picture, which shows the tip of the implant broken/damaged. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0087-eo - e. Warnings - 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. The quality of the bone encountered was not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 5th nov 2025, it was reported by a distributor via an email that 1 unit of ar-2324bcctt, suture anchor, biocomposite swivelock® c vented 4.75 x 19.1 mm, with tig ertape® loop suture (white/black), was broken during tibial insertion in acl reconstruction back up fixation case. This was detected during an acl reconstruction on (B)(6) 2025. The procedure was completed successfully by using additional swivelock. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.